Manufacturer narrative:
Results, conclusions: inherent risk of procedure. (B)(4).

Event description:
Two in.pact admiral paclitaxel eluting pta balloon catheters were used to treat the right sfa. Total occlusion of the target lesion was reported to have occurred approximately 12 months post index procedure. Revascularization of the target lesion (r-sfa) was carried out approximately one month later. Two admiral xtreme balloons and non-medtronic stenting were used during the revascularisation. Investigator has reported that the event was not related to the study device or procedure. It is reported that the patient recovered.

Event description:
The cec has adjudicated the previously reported occlusion of the sfa to be related to the device and not related to the procedure or drug